Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump unexpectedly shutting down. There was no impact to the customer¿s blood glucose level. Reportedly the customer reverted to manual injections for insulin therapy.